Event description:
I had two cervical mobi-c disk implants from (B)(4). Since the surgery, I now have hardly any movement in my neck and constant pain and headaches. I complained to (B)(4) late (B)(6), phone in seven times since. I can't even get a call back from them. I have had several mris and I'm going for another in 9 days. Ref report: mw5170783.